Manufacturer narrative:
On 23 may 2016 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the strength of the tip is driven by the dimensions ((B)(4)) the cannulation ((B)(4)) and the material ((B)(4)). Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness. Breakage can occur in case of high insertion torque, typically related to large diameter screws and/or hard sclerotic bone. In such cases, bone tapping is recommended as per surgical technique. In this particular case, no information was provided about screw size, quality of bone, use of the tap. However, it is likely that the event is related to such causes.

Manufacturer narrative:
On 24 june 2016 it was prepared a final report with the information already submitted in the previous reports. On 22 july 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 04 april 2016 and includes: there were 2 different screw sizes used in this surgery, but the sales agent does not know which size screw the screwdriver head broke into. Batch review performed on 27 april 2016. Lot 1410875: (B)(4) items manufactured and released on 16 june 2014. No anomalies found related to the problem. To date, this is the third similar event reported on items of the same lot (MDR 2015-00359 and 2015-00380). Not yet received.

Event description:
During surgery the tip of the screwdriver broke off into the screw. The surgeon was able to recover the broken pieces. The surgery was completed successfully. X-rays are not available. Instrumentation is being sent back to medacta international (B)(4).